Event description:
It was reported that the handpiece overheated during testing by the customer. This did not occur during any surgical or medical procedure, so there was no pt involvement. There were no adverse consequences reported.

Manufacturer narrative:
The handpiece has been received at the MFR for investigation. An eval was conducted and the complaint was confirmed. According to the investigation details, the motor was corroded. The motor, front housing and other components were replaced.